Event description:
Customer experienced erroneous pt results from sample aliquots processed by the mpa. When questioned by a physician, customer reran the samples using the primary barcoded tubes and obtained normal values. Customer provided four examples: pt 1, creatinine result from aliquot was 8.5, repeated twice (B)(6)2009 using primary tube gave 1.4 mg per dl both times. Pt 2, creatinine result from aliquot tested 11-20-09 was 3.9, repeated twice (B)(6)2009 using primary tube gave 0.9 and 1.0 mg per dl. Pt 3, calcium result from aliquot tested (B)(6)2009 was 5.9 (accompanied by a low data flag), repeated twice 11-20-09 using primary tube gave 8.9 and 8.6 mg per dl. Pt 4, co2 result from aliquot tested 11-20-09 was 39, repeated (B)(6)2009 using primary tube gave 31 mmol per l. Pts 1-3 were serum samples and erroneous results were reported. Pt4 was plasma sample, no erroneous results were reported for this pt. According to the physician, there were no adverse effects to any of the pts who had erroneous results reported out. Initially, the customer alleged the mpa was the cause of this issue. After investigation, it was determined the discrepancies were caused by the p module.

Manufacturer narrative:
The field service representative determined a crack in the vacuum vessel was the cause, causing poor vacuum of measuring cells. He replaced the vacuum vessel and performed a precision test which passed. He also performed calibration and qc.